Manufacturer narrative:
This report is submitted on april 13, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a cholesteatoma at implant site; subsequently the device was explanted on (B)(6) 2018. Re-implantation is planned but has not taken place as of the date of this report.